Event description:
The consumer reported that the patient was currently in the hospital due to issues with their stimulator. Nothing had worked and the pocket kept filling with fluid. It had been really bad for the last 2 to 3 weeks now. The patient had not been right since implant surgery on (B)(6) 2016 and it had been a nightmare. The patient had a cat scan on (B)(6) 2016 that showed the pocket was full of fluid. The patient was given domperidone and still had to take reglan even with the implantable neurostimulator (ins). The patient was being sent back to another hospital. The patient's family member was looking for a health care provider (hcp) to help with the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s mother reported the patient had fluid buildup around the ins and blotted and the doctor had to put a drain in for three weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.